Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) value of 28 mg/dl. Reportedly, the customer intentionally ate carbohydrates to increase blood glucose level while exercising. Subsequently, customer turned exercise mode on and the control iq software delivered an automatic correction bolus as intended. Emergency medical services (ems) provided customer with carbohydrates and glucose gel to address low bg. Recommendation was made to discuss diabetes management with a health care professional.